Event description:
Provider alleges the consumer was sitting in the chair when the chair allegedly came apart and is now allegedly in two pieces

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become availabe, a follow-up report will be issued.

Manufacturer narrative:
The seat back was broken uniformly above both kd receivers. The fractures appear to be in the basis wood of the side frame and not related to joint/chair construction. Although a great deal of uncertainty surrounds why the seat back fractured, the presence of sheet rock residue on the seat back leads the evaluator to believe the chair was operated against an obstruction and without the required 30" of clearance defined in the product literature.

Event description:
Provider alleges the consumer was sitting in the chair when the chair allegedly came apart and is now allegedly in two pieces.